Manufacturer narrative:
(B)(4). Guide wire: whisper, balance middleweight. Dilatation catheter: voyager. The voyager coronary dilatation catheter is being filed under a separate medwatch MFR number. The device was not returned for investigation. Failure to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology (tortuosity or calcification), product placement technique, product size selection, accessory device support, or interaction with accessory devices or previously deployed devices. The reported interaction with a previously deployed stent likely to contributed to the reported failure to advance. A review of the finished product device history record revealed no nonconforming material records associated with this lot, and all lot release testing met specification. Arrhythmias (including bradycardia), hypotension, myocardial infarction (mi), and death are listed as potential adverse events associated with the use of coronary stent graft in the graftmaster otw instructions for use (IFU). In this case, these patient effects reportedly did not occur during the procedure but later in the evening. At the end of the procedure, the perforation was reportedly very limited without evidence of cardiac tamponade, and it is unknown whether the perforation was successfully treated. Due to the inherently emergent and serious use of the graftmaster device, it is possible that the perforation itself and/or the inability to treat the perforation may have contributed to the reported patient effects. It is also possible that the patients overall disease state or other health conditions contributed to the reported patient effects. The reported failure to advance appears to be related to operation context and not a lot-specific product quality deficiency; however, a conclusive cause cannot be determined for the reported patient effects or their relationship to the device. During manufacturing, all stent delivery systems are 100% visually inspected for catheter and stent damage. Additionally, a sampling of units is destructively tested to verify product quality, including proper guide wire and guiding catheter movement.

Event description:
It was reported that during the procedure in the right coronary after, pre-dilatation was performed using a 2.75x30 voyager dilatation catheter. After removal of the balloon, perforation was suspected. Intra-aortic balloon pump was inserted. A graftmaster stent system was advanced, but became caught on a vision stent that had been successfully implanted the previous day. The graftmaster was withdrawn from the anatomy. Additional treatment for the suspected perforation was not provided. Echocardiogram showed that the perforation was very limited and there was no evidence of cardiac tamponade. Later that evening, the patient developed severe hypotension/bradycardia and died. The physician's impression for cause of death was myocardial infarction. Though requested, additional information was not provided.